Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up key button was not responding. The customer was advised to discontinue use of pump and revert to back-up plan.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act and up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.